Event description:
It was reported that the patient received the following alert on his cgm, 'no readings, you will not receive alerts, alarms, or glucose readings, please wait.' The patient reported he was hospitalized because his cgm did not display a value, and when it started working again, he required medication intervention. No details were provided regarding any symptoms experienced, the medication given, or any other medical intervention provided during the hospitalization. No bg or cgm values were provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).